Event description:
It was reported that during a trial procedure that was aborted due to difficulty accessing the epidural space and resulted to a dural leak. The patient was hospitalized for monitoring and possible blood patch. The patient was doing well post operatively. The device that was used during the procedure was retained at the facility.